Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-jan-2023 . H6: investigation summary sixty-two 2000e china samples were received for investigation one sample was received in opened packaging from lot 22035662, whilst the remaining samples were received without packaging. Two zhejian longde luer slip syringes and one unknown infusion set were also returned to assist the investigation. A visual inspection of the returned smartsite components did not identify any obvious potential contributors to the customer's experience; however, a close inspection of the male luers of the returned zhejian longde syringes and unknown device, did reveal the presence of raised internal edges and flash. Functional testing was performed by connecting all the samples to the returned 10ml and 20ml zhejian longde syringes and a 10ml bd plastipak luer slip syringe from stock and attempting to flush with fluid. For fifty-seven samples the piston of the smartsite opened; and no occlusions or flow restrictions were detected however, for five samples the piston remained closed and a complete occlusion was detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035662 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However please note fifty-seven of the returned samples were noted to not be occluded at the smartsite, previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the occlusions. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Following the investigation into occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of flourosilicone is injected into each smartsite; therefore future reports of this nature should be reduced in future.

Event description:
It was reported that 62 bd smartsite¿ needle-free connectors, priming volume 0.11 ml were clogged. The following information was provided by the initial reporter: when the product was pre-filled and connected to the infusion, it was found that the product did not leak;

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 62 bd smartsite¿ needle-free connectors, priming volume 0.11 ml were clogged. The following information was provided by the initial reporter: when the product was pre-filled and connected to the infusion, it was found that the product did not leak.